Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the universal surgical manipulator (usm) to resolve errors 1162. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have multiple errors 1162. The unit was tested on an in-house system in normal mode where it triggered no errors. The unit passed all tests that were performed. During investigation, the axes controller spar connector (acsc) printed circuit assembly (pca) looked clean, but the cannula flat flex cable (ffc) had corrosion where it hooked into the acsc pca. There were no other signs of fluid intrusion. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 2 had non-recoverable error 1162. The tse reviewed the system logs and confirmed the error. The customer performed a hard cycle/emergency power off (epo) of the patient side cart (psc), but the issue persisted. The customer needed all four usms and elected to bring in another psc to complete the procedure. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering the system. The system did initially power on without errors. There was no injury to the patient.